Event description:
It was reported that, "the surgeon broke the head of both screwdrivers off when attempting to seat a screw in a hip. Additionally, it was reported that the first screwdriver head broke off and then he attempted the second screwdriver which also broke off."

Manufacturer narrative:
Device is not available for evaluation. No evaluation will be performed. Additional information has been requested and if received will be provided on a supplemental report. Device evaluation anticipated, but not yet begun.